Event description:
Bilateral axilla rash which began 6 months after breast implant replacement due to rupture. I still have the rash 2 years later, no physicians can tell me what is causing it. FDA safety report ID # (B)(4).